Event description:
It was reported that the patient was hospitalized and the pump system was replaced because the patient experienced an increase in spasticity and his dystonia reappeared. It was indicated that the patient was alive and had no injury occurred. The drug delivered via pump was lioresal.

Manufacturer narrative:
Analysis of this pump (B)(4) found no anomaly. Analysis of this catheter found that the catheter body had dried drug or blood occlusion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.